Manufacturer narrative:
Investigation summary: it was reported there were occluding alarms on medfusion devices. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not specified for use with pumps. A device history record review was completed for provided material number 306546, lot 3031929. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified amount of the bd posiflush¿ normal saline syringe pump alarms during use of syringe. The following information was provided by the initial reporter: we¿ve had several occurrences of the saline flushes d10191 throwing off occluding alarms on medfusion devices in slch.